Event description:
It was reported that the vision was advanced to the proximal circumflex in order to treat a stenosis in the middle part of the vessel, but the device was unable to cross the initial curve and was withdrawn. However, during the withdrawal, the stent separated from the balloon in the coronary artery. At that point, a small 1.5 mm balloon was advanced to capture the stent. The balloon was inflated to 2 atm, and it slowly pushed the stent into the proximal segment of the circumflex, where it was implanted using a 3.0 balloon. A second stent was placed over the stenosis and the procedure was successfully completed.